Manufacturer narrative:
A fuse 1c colonoscope was returned for analysis. A functional evaluation was performed, and the reported image issue was confirmed due to an internal wiring failure of the charged couple device (ccd) at the distal tip. The ccd was replaced to resolve the issue. The observed damage to the returned device is consistent with component failure (expected or random). Therefore, a review and analysis of all available information indicated that the most probable root cause is component (unknown cause). A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, all of the images turned blue. The anatomy was not visible after the images became blue and blurry. The procedure was completed with another fuse 1c colonoscope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no patient injury."

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, all of the images turned blue. The anatomy was not visible after the images became blue and blurry. The procedure was completed with another fuse 1c colonoscope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no patient injury."